Event description:
Reportable based on device analysis completed on 03-oct-2018. It was reported that crossing difficulties were encountered. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device was not able to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported. However, returned device analysis revealed balloon pinhole. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. There is blood present in the inflation lumen and balloon. The device was placed in a water bath to soften the blood inside the inflation lumen. The balloon was loose prior to inflation. The balloon was inflated with an inflation device to identify any possible tear. Microscopic examination revealed a pinhole 18mm from the tip when the balloon was inflated. Inspection of the remainder of the device presented no other damage or irregularities.